Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black filters regardless of changing out the filter daily and claims to be part of the foam degradation recall. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additionally, the clinical assessment states that the reported event of filters blackened during use and states, ¿the foam interior is deteriorating¿ leading to expressing health concerns from device use and experienced irritation at the back of her throat like something was stuck are assessed as non-serious injuries; therefore, the device did not contribute to a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black filters regardless of changing out the filter daily and claims to be part of the foam degradation recall. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additionally, the clinical assessment states that the reported event of filters blackened during use and states ¿the foam interior is deteriorating¿ leading to expressing health concerns from device use and experienced irritation at the back of her throat like something was stuck are assessed as non-serious injuries; therefore, the device did not contribute to a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Upon completion of the evaluation by the philips product investigation lab (pil), it was determined that this device is a remediated device and does not fall under the field safety notification / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Therefore, the customer's complaint is regarding filters blackening during use. Pil initiated therapy with the base device and humidifier and verified airflow. Humidifier heating plate was not working. To verify that the pca (printed circuit assembly) of the base device was working, pil used a known good humidifier and a pil supplied heated tube and verified that both were heating up as expected. Pil performed a resistance measurement on the heater plate of the customer supplied humidifier and the thermistor measurement was out of spec per heater plate assembly drawing. Heater plate was defective. Using the customer supplied base device and humidifier and a pil supplied filter, pil ran therapy for 7 hours (with the customer settings) and the filter showed no sign of black color to it as described by the patient. It is noted that this device was remediated and does not have black sound abatement foam. Pil performed an ambient light sensor test by covering the up the ambient light sensor and verified that the display dimmed as expected. No issue was observed. Pil observed the following from an external and internal inspection. Unknown white and black contamination (dust like), inconsistent with degraded sound abatement foam, and some tiny potential hairs/fibers at the iso (international organization for standardization) port. Potential blackish liquid/water spot on the inside of the iso port. Unknown white and black contamination (dust like), inconsistent with degraded sound abatement foam, and some tiny potential hairs/fibers at the air input of the blower box. Light gray film of unknown contamination throughout the inside of the enclosure. This light gray film can be smudged. Dust-like contamination on the blower motor and the blower motor seal. Dust-like red, white and black contamination, inconsistent with degraded sound abatement foam, and some tiny potential hairs/fibers in the bottom of the enclosure. A dead unknown insect was found in the bottom of the enclosure. Blower motor and the inside of the blower motor had liquid/water spots on it and in it, indicating potential water ingress. Blower box had liquid/water spots in it, indicating potential water ingress. Dust-like brown, white, and black contamination, inconsistent with degraded sound abatement foam, and some tiny potential hairs/fibers in the bottom of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box and on the blower motor seal. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. No repairs were performed. The unit has been scrapped. The medical device problem code has been updated to reflect the recall notification change.